Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. The 3.75 x 8 mm nc trek balloon catheter was advanced to the lesion and inflated. Upon an attempt to inflation the balloon to 8 atmospheres (atm), the balloon would not inflate. There was zero pressure so the nc trek was removed from the patient and it was found that the proximal shaft had separated where the purple lever attaches to the wire at the distal end of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.